Event description:
A pt was in the ICU on a 7200ae puritan bennett ventilator, set on CPAP mode. The ventilator went into backup ventilation after it had alarmed 3 times in row. The ventilator was removed from the pt. The pt began breathing on their own. The dept contacted biomedical engineering immediately and an investigation began. A rep from puritan bennett, respiratory, and biomedical engineering inspected the ventilator. It was discovered that the exhalation transducer (q3) was saturated with moisture producing a flow alarm, which after 3 consecutive alarms will automatically cause the back-up ventilator to take over. This was verified in the error logs. Rptr discovered that the filter heater was not heating sufficiently and was replaced. The procedure for checking the heater filter in the service manual, stated "if it is hot to touch, then it is functioning properly." The filter was hot to the touch but there was still too much condensation on the transducer. The vendor recommended replacing the filter heater. The co asked the vendor to come up with a measurable check for the filter heater. Rptr has not heard back. Device usage problem: device failed.